Event description:
An ophthalmic surgeon reported the system was occluding at 525+ mmhg (millimeters of mercury) during the cortex step of a cataract with intraocular lens implant procedure. They changed the handpiece tip but the problem continued. There was a "significant delay" in the procedure. There was no impact to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).